Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that post implant of a lap adjustable band procedure, the patient presented with right upper quadrant pain. An endoscopy was performed and the band had eroded into the stomach wall. They band was removed and the hole in the stomach was closed using sutures. The patient is fine and was discharged home. The is requesting another band as soon as possible.